Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported the dermatome device edge of thickness has spurs-causing problems with the skin graft. There was no patient contact with the device for this event. No injury is alleged.